Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a pump issue. The pump was removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a pump issue. The pump was removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and leak/functionally tested. Functional test revealed that an activation anomaly as the pump did not pass the activation test. Based on the information available and analysis results, the activation anomaly identified in the pump could have caused or contributed to the reported clinical observation of mechanical non conformance.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a pump issue. The pump was removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.